Event description:
Chilled cement mixed in cemvac system for +50 seconds, inserted into femur and set in 5min 16 sec resulting in the femoral prosthesis seated proud. Resultant leg length discrepancy, and trochantor fracture due to over impaction of the femoral stem in an attempt to seat the prosthesis. Subsequent enquiries have confirmed there was a 20 minute delay to surgery.